Event description:
The sales rep reported that the physician was performing a st biopsy. Upon finishing the procedure, he placed tissue marker, retrieved tissue marker stylet and sheared off a (roughly) 1.5cm part of the tissue marker into the mid-central breast. Physician was attempting to retrieve sheared off portion when they last spoke (3:00pm mst).

Manufacturer narrative:
(B)(4). The device was not returned for investigation; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing.